Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 3.2 drawer slide bearings fell out, and it was hard to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 3-2 slide rail failed due to a damaged bearing cage. The field service engineer (fse) replaced the drawer assembly, updated the drawer firmware, configured the new drawer in the station application, and verified proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.